Event description:
It was reported that the device was used during an unknown procedure. It was reported by the affiliate that the device would not fire. A new device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Device returned with not lot ID. Damaged firing mechanism. The results of the investigation conducted by the appropriate engineers are listed below: visual inspections & results: any other noticeable damage, n/a; batch number, n/a; cartidge pan in place/condition, n/a; condition of drivers, n/a; lockout tabs on pan condition, n/a and position/condition of wedge sleds, n/a. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good and is hyper lockout condition present, no. Analysis conclusion: based upon the info rec'd and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve co's products.